Manufacturer narrative:
Information was received on (B)(6) 2021 indicating event date and indicated that there was no patient involved in this event.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a cracked downstream occlusion (dso) seal. During analysis, the customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Further inspection of pump showed a cracked dso seal. Event log cited multiple entries of downstream occlusion alarm. Service recommended replacing dso sensor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing. No adverse effects were reported.